Event description:
It was reported that the patient presented in-clinic for the routine follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical testing, x-ray examination and visual inspection did not find any anomalies.